Manufacturer narrative:
The doctor used a prescription cortisone ointment for treatment of the symptoms. The symptoms subsided after approximately one (1) week. To date, the doctor has fully recovered and is doing fine. A visual and physical evaluation performed on the actual device revealed that the paint had worn away from the frames.

Event description:
A doctor alleged that he had developed an allergic reaction in the form of redness and swelling around the eyes after wearing the hires elliptic dental loupe. The doctor reported that over the years of use, the paint layer had worn away from the frames of the hires elliptic loupe; therefore, the metal of the frames was contacting his skin directly. The doctor reported that he had begun reacting to the frames when the paint layer had worn away.